Event description:
It was reported that device head melt and fell off the debris during acl reconstruction surgery. Back up device was available to complete the surgery.

Event description:
It was reported that device debris fell off during acl reconstruction surgery. The debris were removed with operating forceps. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer and the return electrode. One electrode is detached and the screen part is bent. The detached electrode was not returned for investigation. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation in the lab the wand was plugged in to a known good q2 controller. The device was activated by using a foot pedal assembly in saline solution at default and maximum settings and the performed as intended. The suction line was tested and performed as specified. The complaint was verified and the root cause for this event could not be determined with certainty's as several factors that could contribute extensive wear or detached electrodes. These factors are (1) vigorous use against bony surfaces; (2) irregular wear of the electrodes leading to malfunction (3) electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event associated with set-up and use of the device. There were no indications that would suggest that the device did not meet product specification upon release into distribution.